Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the reported issue was due to a leaking blender. The blender was returned for further evaluation where the issue was isolated to a damaged pressure regulator.

Event description:
The customer stated that this unit has a leak in the rear of the vent on the inside. There was no patient involvement at the time of the incident.